Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized initially for the event. On an unreported date, the patient was treated with vancomycin injection (1 gm, od) and heparin injection (25000 I/u x 0.5ml tds) for the event of peritonitis. On an unreported date, the patient was hospitalized for the event of peritonitis. The treatment antibiotic was changed from vancomycin to some other unspecific antibiotic (dose, route and frequency not reported). The patient started using the therapy with four exchanges daily. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Follow up information was received from an other healthcare professional that on an unreported date, the patient recovered from the peritonitis event. On an unreported date the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.